Event description:
A pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. Despite previously replacing the pump, the issue recurred and was unable to be bypassed by changing the cartridge. Technical support advised that the pump was faulty and assisted the customer in transitioning to backup therapy while helping to put the pump in storage mode.